Event description:
It was reported that the peep (positive end expiratory pressure) value increased to above settings. There was no patient involvement. (B)(4).

Manufacturer narrative:
On-site investigation performed by our field service engineer (fse) found that the reported failure was caused by a faulty expiratory pressure transducer printed circuit board (pcb) which was replaced and returned for investigation. The reported deviation was reproduced when the returned pcb was tested in a reference ventilator. The measured pressure in pre-use check from the pressure transducer was lower than expected. Microscopic inspection of the pressure sensor showed that there were unknown particles in the ceramic cavity on the top of the sensor's chip. The cavity was cleaned and the pressure transducers functioned normally. The conclusion is that the presence of unknown particles in the ceramic cavity on the top of the sensor's chip has affected the function of the pressure sensor and caused the reported failures. The root cause of the presence of particles in the ceramic cavity has not been determined. The received device logs confirm the reported event. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).